Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call blank display anomaly and failed battery test alarm. Customer¿s blood glucose level was unknown. Troubleshooting for blank display was performed. Customer replaced the device with a new battery and the screen remained blank. Troubleshooting for failed battery test was performed. Customer advised the device was unable to turn on and there could be issues with the battery cap. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced. Insulin pump would not be returned for product for analysis.